Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment appears to be related to patient morphology/pathology and procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the third deployed clip (50424u212) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the mitraclip procedure was to treat a patient with degenerative mitral regurgitation (mr) with a grade of 4 and posterior leaflet prolapse. There were difficulties experienced visualizing the clip during the procedure. After deployment of the first clip mr was 3-4. After deployment of the second clip mr was 3. After deployment of the third clip (50424u212) increased mr was observed. The third clip had come off the anterior mitral leaflet (aml) but remained on the posterior leaflet (single leaflet device attachment/slda). A leaflet flail was noted and possible leaflet damage. Using a fourth clip, the slda clip was stabilized and mr was reduced to grade 2. The patient was clinically stable post-procedure. There was no clinically significant delay in the procedure reported. No additional information available.